Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer service technician through visual evaluation. Upon disassembly, ti was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that prior to a surgical procedure at the user facility, the trigger of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.